Manufacturer narrative:
(B)(4). Attempts have been made to gather product ID information and no further info is available. G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a primary elbow arthroplasty on an unknown date approximately ten (10) years ago. Subsequently, the patient underwent a revision approximately three (3) weeks ago due to loosening of the humeral component. Attempts have been made and no further information has been provided.